Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during arthroscopic rotator cuff repair surgery, it was observed that the expressew iii needle device broke. According to the reporter, upon inspection by the instrumentation nurse, at the end of the intraoperative threading process, it was observed that the needle was missing the tip. It was reported that after searching for the breakage part of the needle device both inside and outside the patient's body, it was confirmed that the breakage site was found in the bag of waste fluid. It was reported that although the surgeon was concerned about the strength, he was of the opinion that needles can be broken. The needle device was discarded. It was reported that after surgery, x-rays showed that there were no remaining fragments in the patient's body. According to the reporter, after surgery, the surgeon's view was that after the thread was also passed, the debris was confirmed to be outside the patient's body. This time three to three bridges, mattresses were basically not done and only one thread was threaded because it was relayed by a loop thread; it had not been used twelve times. A similar case occurred with another surgeon, who later removed the fragments, but the event was after the threads were threaded, so it could be a bite problem. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.